Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Cause was not known. Reportedly, the customer required assistance and emergency services were called and gave IV fluids to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.